Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm 2 to address error 319. Isi received the usm instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "error 319". The unit was tested on an in-house system and failed normal mode as it triggered errors 319. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled and the error returned. The unit was tested on a patient side cart fixture test platform (pftp) with a new rolling loop fiber cable and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, friction test, carriage friction test, brake release/hold tests, advanced brake test, carriage strength test. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the customer had encountered error 319 on the touchscreen of the vision cart. The led indicator on arm 2 was also not lighting up. Technical support engineer had the customer disable and undock arm 2 to force it out of the way for more clearance. The customer then tried to use arm 4 but had difficulty un-stowing the arm on the patient cart. The or staff was instructed by technical support to power down the system, use the emergency power off button on the patient cart and restart the system. The system started up again with a non-recoverable fault. Technical support then had the or staff undock the patient cart, power down the system, use the emergency power off button on the patient cart and power cycle the vision cart breaker. Error 319 showed up again on arm 2. The or staff proceeded to disable arm 2 and then achieve homing successfully. The customer re-docked the patient cart using arms 1,3, and 4 and reinstalled camera and instruments. The surgeon was able to confirm successful following mode on the system. The procedure was completed with no patient harm.